Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. It was discovered that the customer had not finished filling the tubing. Tandem technical support educated customer on the proper load techniques, customer understood and acknowledged. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. A correction injection was administered to address the high bg.